Manufacturer narrative:
A medtronic representative reported that the system was fully functional after running firmware for positioning sensor unit (psu). The software investigation found that the system control unit (scu) was not communicating with the camera causing the digitizer firmware error to be thrown. The cause of the error could not be determined as the issue was unable to be replicated upon a system reboot. The firmware update was unlikely to have resolved the issue. Per the description the issue did not reoccur after system reboot and before the firmware update had been installed. Additionally, the behavior could not be replicated as the system passed the system checkout and was found to be fully functional. The software investigation was unable to determine probable cause without further information since the ongoing investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue.

Event description:
A medtronic representative reported that while setting up the navigation system software, an error message appeared stating "the digitizer firmware is not compatible with this version of the adli hardware" the software then unexpectedly exited. The medtronic representative then re-entered the software and reported the navigation system functioned as expected. There was no patient present when this issue was identified.